Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown. Email address was not provided. Device manufacturer date unknown.

Event description:
It was reported that the implant oss310 fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. An osseotite® implant 3.75 x 10mm (item # oss310) was returned for investigation alongside an unreported abutment. Visual inspection of the as returned product identified clearly evident fractures that have split the implant in two. Since the returned abutment was not reported, and since the reported event is noted to have occurred at the implant level, the returned abutment will not be individually investigated here. No pre-existing conditions were noted on the per. The reported device was located on tooth # 37 (fdi notation) and was used for approximately 15 years. Device history record review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the implant (item # oss310) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event (implant fracture) and the complaint is related to the functional performance of the device.